Event description:
An orsiro coronary drug-eluting stent system was selected to treat a moderate calcified lesion (80% stenosis degree) in a coronary bypass graft. Despite predilatation the device could not cross the lesion. After further dilatation the device could be delivered.

Manufacturer narrative:
The device was not returned for analysis, therefore no technical investigation of the stent or the delivery system could be performed. The manufacturing history of the product detailed above was reviewed to determine whether there was any deviation that could account for this event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing or material related root cause could be identified.